Event description:
It was reported by service report that the battery backup functions were not working and both head end siderails were broken and not locking in place. No pt involvement or adverse consequences are reported.